Event description:
It was reported that the lead integrity alert (lia) triggered for superior vena cava (svc) high impedance. It was not possible to reproduce the high impedance in office. A connector or set screw problem was suspected. The svc coil was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.